Manufacturer narrative:
Correction to b5. H6: all previously reported codes are still applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The consumer reported that the patient wasn¿t feeling stimulation. The consumer increased stimulation all the way up to 9 then back down to 0 and the patient didn¿t feel anything. The consumer reported that he charged the implant once a month. The consumer reported that the implant was charged and the patient programmer (pp) had new batteries. The consumer reported that the patient has had falls since the device was implanted. The consumer reported that the patient fell and bangs her head all the time. The consumer reported that the patient had been in 4 different rehab facilities in the last 5 months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The consumer reported that the patient wasn't feeling stimulation. The consumer increased stimulation all the way up to 9 then back down to 0 and the patient didn't feel anything. The consumer reported that he charged the implant once a month. The consumer reported that the implant was charged and the patient programmer (pp) had new batteries. The consumer reported that the patient has had falls since the device was implanted. The consumer reported that the patient falls and bangs her head all the time. No further complications were reported.